Event description:
A malfunction on the pump was reported by the customer, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the device without any recurring malfunction.